Event description:
It was reported that the pump touch screen was cracked and eventually "became worse". Reportedly, the reason for the cracked screen was unknown. The customer's blood glucose level was 214 mg/dl at the time of the report. As the pump was still functional, the customer would continue to use the pump for insulin therapy.